Manufacturer narrative:
Supplemental report 01- MDR (B)(4)- MDR 3003442380-2026-00375. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04-feb-2026against "lot number 6010494 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site, the review confirmed that lot 6010494 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-feb-2026 against "lot number" criteria equal 6010494 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site. The count of complaint is 4. The complaint numbers are complaint (B)(4). After review, only complaint (B)(4) were determined relevant to the reported issue. The other two records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6010494 was packaging according to the work instruction (wi) version 120, in the line 03, on 13-feb-2025, with a total of (B)(4) units. The DHR review indicated that during on-line, one sample was found with leak in test water 18. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor finding, and it is not associated to reported issue on this complaint. It was managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: the reference samples for the lot 6010494 have already been previously tested for visual inspection and tested for flow in the database complaint (B)(4) on 07-jan-2026. All test results were within specification as documented in the attached test report complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation. As a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010494 and related malfunction codes. Two complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2026- 00375- device 4 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event due to which the patient faced hyperglycemia event on (B)(6) 2025. The patient went to emergency room and got hospitalized. The duration of emergency room stay was for 3 days. The patient eventually got shifted to intensive care unit (ICU). The patient was tested positive for ketones and it was serious and life threatening. The event occurred within three or more hours of insertion. The insertion site was abdomen. The blood glucose level was 617 mg/dl at the time of the event and the patient got treated with intravenous and fluids of saline and insulin. The issue occured with 8 infusions sets. The patient got released from the hospital on (B)(6) 2025. No further information available.